Event description:
It was reported that the power cord sparked and burned. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The docker was evaluated by a field service representative and it was found that the waste hose had two holes in it and indication that there was 3rd party work done. This could have lead to the cause for the leakage and ultimately the damage to the docker's a/c power subsystem.